Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between transmitter and mobile application. The event involved product(s) mmt-8201. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-8201.

Manufacturer narrative:
An attempt to reproduce the reported event using guardian app ver 1.6.0 installed on samsung a25 android 16 with sensor was conducted and confirmed that the issue is not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that most likely it was broken pairing sequence. Issue unknown. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: unpair all bluetooth devices paired to the phone in the phone's bluetooth settings (and make sure that the transmitter is no longer paired to other phones). Uninstall the guardian app. Install the guardian app. Charge the transmitter. Start the guardian application and go to the screen with the search button (this is the screen where you start the search for the transmitter). Disconnect the transmitter from the charger. Wait until the indicator begins to blink slowly (immediately after removing from charging, the transmitter begins to blink very quickly). Press the search button. On the screen that opens, select your transmitter and connect to it. Navigate to sensor connect screen. Tap on the start sensor button. Connect sensor to transmitter(physically) then complete the startup wizard. Helpline confirmed that issue was fixed after following the recommended steps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.